Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that they implanted an expired duragen plus adhesion barrier matrix 3x3 (dp5033i) into a patient. They stated that it was an urgent surgery that occurred at 4:30 am after hours and the patient was critical. The surgeon was informed by one of the nurses in the room that the product was expired. The surgeon stated he did not mind and went and implanted it anyhow. The patient did not survive and was coming back as an organ donor. It was later confirmed that this product was shipped to them as a sample back in 2020, and the expiration date of the product was may 31, 2023. There was no indication that the duragen graft is the reason for the patient's outcome. No surgical delay was reported.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h6, h10. The duragen plus adhesion barrier matrix 3x3 (dp5033i) was not returned for evaluation; therefore, an actual evaluation of the device could not be performed. However, "retained sample investigation" was performed as follows: device history record (DHR) review - lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. Failure analysis - one box of five units was evaluated. Each individual unit was visually inspected. Dispenser box, tray, sealing area, and sponge were in good condition. No anomaly was observed. Medical assessment - a medical assessment has been performed which concludes the following: ¿insufficient evidence exists to suggest a causal relationship to the device. The product was shipped as a sample in 2020 with an expiration date of may 31, 2023. Given the nature of urgency, the surgeon was required to act quickly to treat the critical patient. The surgeon, who ¿was informed by one the nurses in the room that the product was expired¿, stated ¿he did not mind and went and implanted it anyhow.¿ additionally, according to the information received from the customer ¿nothing is indicating that the duragen graft is the reason for the patient's outcome.¿ root cause - based on the foregoing, the most probable cause for the reported adverse event is related to the nature of urgency of the situation and patient condition. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.